Event description:
An analysis was performed on the returned handheld and related software/flashcard. The reported allegation was not verified. No anomalies associated with the main battery were identified during the analysis. During the analysis, it was identified that the handheld was received with the lock button in the locked position. Since the lock button was locked, the handheld buttons and touchscreen were unresponsive. Once the lock button was moved to the unlocked position, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software were identified during the flashcard analysis.

Event description:
It was reported that the physician¿s handheld was not holding a charge when it was taken off of the power supply. The issue had been occurring for approximately a week. A replacement device was provided. The handheld was returned to the manufacturer for analysis. However, analysis has not been completed to date.